Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was difficult to interrogate, and the patient's heart rate was in 30s. Technical services (ts) reviewed and stated that if the device was in safety mode there would not be any magnet response. The physician stated that there was no pacing. Subsequently this device was explanted. No additional patient adverse effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was difficult to interrogate, and the patient's heart rate was in 30s. Technical services (ts) reviewed and stated that if the device was in safety mode there would not be any magnet response. The physician stated that there was no pacing. Subsequently this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was cut open and internal visual inspection looked normal. The battery voltage while in circuit was 1.635v. The battery was removed, and external power was applied to the hybrid. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section h6 device codes.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was difficult to interrogate, and the patient's heart rate was in 30s. Technical services (ts) reviewed and stated that if the device was in safety mode there would not be any magnet response. The physician stated that there was no pacing. Subsequently this device was explanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.